Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Event description:
User reported that a pyxis anesthesia es device went to a blue bios screen during a procedure. No report of harm or injury.

Manufacturer narrative:
User reported that a pyxis anesthesia es device went to a blue bios screen during a procedure. Issue is captured in complaint file 01640095. No report of harm or injury. Field service technician replaced the hard drive. Pyxis anesthesia device tested fine and no other reported issues were identified.